Event description:
It was reported that this patients implantable cardioverter defibrillator (ICD) device stored episodes with anti-tachycardia pacing (atp) and device shock therapy provided to the patient. Boston scientific technical services (ts) reviewed the episodes and indicated that the device therapy was possibly provided due to an atrial arrhythmia with rapid ventricular response (rvr). This is inappropriate therapy. The therapy was not noted to have been exhausted. In addition, this right ventricular (rv) lead shock impedance was noted to be out of range. Ts provided guidance to the physician that evaluation of the rv lead is recommended. The products remain in-service. No additional adverse patient effects were reported.